Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Due to the blank display the following testing was unable to perform: operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test nor was the battery out limit alarm verified. The buttons were unresponsive due to blank display. The device was received with minor scratches on the lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device mad a high pitch squeal. Customer's blood glucose was 98 mg/dl. Device passed the self test. Device had alarmed no delivery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.